Manufacturer narrative:
This product is registered as a combination product. No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces. External insulation abrasion exposing the outer coil caused by friction to another device or feature of heart was noted at 3.5 cm to 4.2 cm and 23.6 cm to 24.0 cm from the distal tip. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.